Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised low o2 at mid 80's with no alarm and battery needs to be checked out. Dealer advised rental unit.

Manufacturer narrative:
The device was returned and evaluated by the returns department which found the manifold to be defective.

Event description:
Dealer advised low o2 at mid 80's with no alarm and battery needs to be checked out. Dealer advised rental unit.